Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes h10 - conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device was not returned to medtronic so no product analysis could be performed. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: media files and static images were provided for review of the event description. Patient¿s report with aortic root measurements and aortic valve calcification were provided for review. Patient¿s annulus perimeter was 93.7 millimeter (mm) with a perimeter derived diameter of 29.8mm suggesting a 34mm evolut. The aortic valve appeared to be calcified in all three leaflets. Fluoroscopic valve load inspection was provided and confirmed a good load. An infold was noticeable after full release of the evolut. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Per the event description, it appears that the infold was not detected until full release, so a post balloon aortic valvuloplasty (bav) was warranted which resulted in valve dislodgement. Evidence supports the implanting team attempted to snare the valve further in the aortic and eventually lodged across the great vessels. The medical safety assessment was performed. The excerpt of the subject matter expert (sme) review report follows: upon review of the information provided, the primary event of valve infold requiring post deployment bav resulting in a valve dislodgement, snaring to the aortic arch and a second valve placement, is assessed as likely related to the evolut r valve. Of note, the patient's native valve was calcified in all 3 native leaflets. In addition, it was reported that the pacemaker probes could not be placed, therefore, the patient was paced via wire and the patient was unable to be rapid paced and could only be paced in the low range. The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the evolut r valve. The reported harms and severities are documented in the risk files and instructions for use. No further safety assessment is required at this time. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. A post implant bav was performed, in an attempt to correct the infold, which led to the dislodgment. Per the device IFU ¿use caution when considering post dilatation in the presence of an infold to minimize dislodgement risk, particularly in the case of shallow implant depth. Consider pacing to increase valve stability, especially in patients with 34mm valves. Pace at a rate sufficient to achieve a desired decrease in systolic pressure.¿ this event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, pre dilation was not possible. It was reported that pacing did not "work well". After releasing the valve, an infold was noted. A post dilation was performed and the valve "popped out". The valve was snared and a second valve was implanted. Of note, no infold was noted during the loading check. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Continuation of d10: product ID envpro-16; product type: 0195-heart valves product ID l-envpro-16; product type: 0195-heart valves. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received indicating that no recaptures were performed prior to deploying the valve. It was reported that the pacemaker probes could not be placed, therefore, the patient was paced via wire which did not work well. For unknown reasons, the patient was unable to be rapid paced. The patient was only able to be paced in the low range.